Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead was associated with loss of stimulation and that the lead was fractured, damaged, or broken, with every contact on the lead reported as out. Troubleshooting was performed by meeting with the patient to try to determine positionality and then trying another lead for programming, but nothing worked. The lead was removed and replaced with another lead, and the issue was reported as resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that there is no visible, physical damage that is noticeable on the lead. The lead was reading with impedances of 40000 during an impedance check, and that is what led to the replacement occurring. Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the "failed lead."